Event description:
It was reported that the t:slim x2 pump battery would not charge properly, and the charging connection was unstable, requiring the caller to hold the cable in place for it to be recognized. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved by using a different charging cable, and no further assistance was needed as the pump began charging normally.